Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to poor contact of the printed circuit (cr) board, the light-emitting diode (led) on the control panel does not light up. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit found that due to poor contact of the printed circuit (cr) board, the light-emitting diode (led) on the control panel does not light up. There were no reports of patient involvement.